Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with implantation of a 535cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right implant with lateral displacement during a physical exam. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. Furthermore, during the surgery, the right implant was noted to be flipped.

Manufacturer narrative:
On march 24, 2026, the mentor analysis lab received the suspect medical device for evaluation. On april 06, 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection, microscopic examination, shell thickness of the device and mechanical testing. Visual analysis of the returned device revealed that the breast implant was found to have a tear in the posterior view, measuring approximately 11.0 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mechanical testing was conducted on complaint samples including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded international standards. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).